Event description:
Patient was revised to address infection and osteolysis. (Right knee).

Manufacturer narrative:
The devices associated with this report were not returned. Review of the sterilization certifications for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. Patient demographics was the only information obtained. Based on the inability to determine a root cause, the need for corrective action was not indicated. Review of the sterilization certifications was not possible for the depuy adapter as the product and lot code required were not provided. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.